Manufacturer narrative:
H6; problem believed to be related to user storage conditions. The following analysis has been performed on the returned product: visual examination: the catheter was returned coiled within a plastic bag. The entire distal transition of the tip appeared to be degraded. Most of the catheter body also appeared to be degraded. Dimensional testing: the inner diameter of the catheter's tip and the outer diameter of the body were found to be within dimensional specifications. Chemical analysis: the returned unit and a similar sterile lab sample were submitted to the materials testing lab for dsc and ir analysis of their distal transition tips and body material. The report concluded that the returned sample's distal transition tip and body material were indeed degraded. It is suspected that the transition tip and body had become brittle, and then subsequently cracked. The cause for the distal transition tip and body having become degraded is believed to be the result of improper storage conditions at the hospital.

Event description:
During clinical use, the shape/angle of the catheter did not appear correct. The catheter was withdrawn from the pt's vasculature and was found to have cracking of the catheter coating.